Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During establishing final arm angle (efaa) the clip opened. Troubleshooting was performed and the clip was re-positioned however the clip still opened during efaa. The cds was removed from the patient and exchanged. The procedure was complete with 2 implanted clips, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip open during efaa appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).